Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, within 10 minutes: 31.3 mmol/l, 12.07 mmol/l, and 13.0 mmol/l. No adverse event reported. Alleged test strips have been discarded. No product will be returned; replacement was provided.